Event description:
It was reported that the patient experienced frequent and persistent low blood glucose while using the ilet, stating the system delivered too much insulin despite guidance to consume glucose and despite entering a body weight lower than actual as directed by the healthcare provider. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included no hospitalization or emergency medical care. Investigation included clinical review and consultation with the healthcare provider and trainer, with recommendations to adjust cgm target settings and extend the evaluation period. Investigation of this case revealed no device alarms and no device return to enable physical evaluation, and the issue remained cause unclear given confounding factors such as cgm target settings and weight input. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.